Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer had failed and could not be recovered to open. The field service engineer (fse) confirmed through the application that auxiliary full height drawer number four was not registering as closed despite being physically shut. The drawer was removed from the auxiliary chassis for inspection, during which a missing magnet from the latch inseparable was identified. The missing component was replaced, and all other drawer components were inspected. All cable connections, including the pyxis bus cable, were reseated before reinstalling the drawer. The station was then restarted, and diagnostic testing was completed in administrative mode. Following these actions, functionality was verified, and the drawer was confirmed to be operating correctly with no additional issues identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the full height drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.